Event description:
A report was received that the patients pocket site was sensitive and had a bulging fat/roll. The patient underwent a pocket revision procedure wherein the physician moved the pocket site downward. No device malfunction was suspected. The patient was doing well postoperatively.